Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 06c30 that has a similar product distributed in the u.s., list number 06l21.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lots 19449li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect havab igm reagent list number 06c30, lot number 19449li00, was identified.

Event description:
The customer indicated that a (B)(6) architect havab igm result was generated for one (B)(6) patient known to be (B)(6). The customer's concern was that the architect havab igm (B)(6)signal had dropped very fast when compared to the vidas biomerieux method. The customer provided the following data: (B)(6) 2013: (B)(6). The specimen generated a (B)(6) result (result not provided). This patient had previously generated a (B)(6) result on (B)(6) 2012: result data not provided. (B)(6) 2013: a retest was performed from a new sample: architect havab igm (B)(6) and (B)(6) (result not provided). This sample was sent to another lab where pcr was (B)(6) and the vidas biomerieux method generated a (B)(6) result. The specimen from (B)(6) was retested and generated a (B)(6) architect havab igm result, (B)(6). No impact to patient management was reported.